Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. Corrected field: g2 - report source (user facility mistakenly selected, should be company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the first event, unspecified foreign material in the air/water cylinder and air/water channel could not be determined since it was impossible to obtain the additional information including the reprocessing steps, and there was no physical damage at the place where the foreign material remained. For the second event, stain inside the light guide lens, a definitive root cause could not be determined. However, it is likely that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The first event, unspecified foreign material in the air/water cylinder and channel can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The second event, stain inside the light guide lens can be detected in accordance with the following instructions for use: instructions for use states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, residual whitish foreign material was found inside the air/water tube and air/water cylinder of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.